Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure using an intellamap orion high resolution mapping catheter (orion) there was a perforation. According to the physician "a non-boston scientific sheath and orion were advanced resulting in a perforation". The procedure was not completed, and the patient was taken to the operating room where the perforation was treated. It was stated the patient was still in the hospital recovering two days after the surgery. The needle is not expected to be returned as it was disposed of by the site.